Manufacturer narrative:
(B)(4). Results: arterial and venous occlusion, amputation, infection. Results and conclusions: insufficient information; cause of the events are unknown. Ptfe grafts may have caused infection.

Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 15 months ago. The patient had an aaa and bilateral common femoral aneurysms. Aneurysm size and vessel morphology at the time of implant were not reported. The patient has no known allergies or immunity issues. A talent bifurcated stent graft (MFR report# 2953200-2011-00958) was implanted without issues. Interposition ptfe grafts were also placed for treatment of the for bi-lateral common femoral aneurysms. At a follow-up on three months post index procedure, it was noted that both iliac limbs had developed a lining of thrombus but did not occlude. The radiologist suspected a stent graft infection, as he thought thrombus lining may be a sign of infection. Antibiotics were started, and the thrombus was aspirated out. A culture of the thrombus was negative for infection, but the patient had already been administered antibiotics. The following month, the right limb thrombosed and occluded (it is unknown whether this was the ipsi/contra. Side); a talent converter and talent limb were placed via the left side, followed by a fem-fem bypass. One year post index procedure, the fem-fem bypass and interposition ptfe grafts were explanted for an infection and an axillary-fem bypass was performed and lined with antibiotic beads. Fifteen months post index procedure; the axilliary-fem bypass developed an infection. The right side above the knee was amputated. No endoleaks or other issues with the aaa have been reported. No additional clinical sequelae were reported.